Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a (B)(6) architect (B)(6) result was generated on a dialysis patient compared to a (B)(6) result with roche. (B)(6): a (B)(6) result of 0.88 s/co was generated. Roche was (B)(6). In (B)(6) 2013 another (B)(6) architect (B)(6) result was generated. No roche data was provided. There was no report of impact to patient management.